Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause was due to degradation of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, it was indicated that a light transmission. The root cause of the light transmission failure was due to degradation of the component. There was no patient involvement.